Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "we have had 2 instances with cracked tubing where blincylo was not running. Our last cracked tubing was in (B)(6) 2021." No other information was provided. This report addresses the second instance.